Event description:
It was reported during in clinic follow up that the patient's pacemaker had flipped over inside the pocket. The patient felt discomfort. The pocket was revised. The patient condition was stable post-procedure.